Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by intra-abdominal abscess. The breach in aseptic technique was described as due to "the patient changed the pd solution in the car without wearing a mask." On the same day as the event onset, the patient was hospitalized for the event and was treated with unspecified antibiotic (for 11 days, discontinued, dose, route and frequency were not reported) for peritonitis. Eleven days after the event onset, the patient was treated with unspecified fourth generation antibiotics (dose, route and frequency were not reported) for peritonitis and the patient was shifted to hemodialysis after extubation. At the time of this report, the patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.